Event description:
I had lasik surgery. Since that date, I have not seen clearly. My vision is blurred. I can not drive at night and my eye is continually dry. Right now I am to put 12-20 drops a day of one medication/2 drops a day of another medication and a third gel for night time. My eye is getting worse with all these symptoms. I had only my left eye done. This was a vanity issue to start with now it's just a matter of seeing without glare, dryness and blur.